Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device used on the patient. For the second device reported on the same patient, see MDR 3013394970-2020-00057.

Event description:
The user facility reported that the angio-seal would not advance through the bypass tube. The physician used a third angio-seal and it worked like normal with no issues. The procedure was completed successfully. There was no patient injury/medical or surgical intervention additional information was received 27january2020: the angio-seal would not advance through the bypass tube. The procedure was a femoral access pae using a 6fr sheath size procedural sheath. A pre-deployment angiogram was conducted. The patient was stable. The third angio-seal they opened deployed perfectly and normal protocols were followed. Additional information was received 28january2020: the second angio-seal did not seem to snap together correctly and they did not get blood return.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to the h3 section and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. Visual inspection revealed that the carrier tube was severely in bent condition. The deployment sleeve of the device was found in the full forward lock position. The bypass tube was found protecting the anchor of the carrier tube assembly at its correct manufacturing location. Microscopic analysis revealed that there was a kink identified at the proximal portion of the manufactured slit in the carrier tube assembly. Dried collagen had expanded from the slit due to contact with the blood. There was no damage noted to the bypass tube. No other visual anomalies were noted with the device. For dimensional testing, the outer diameter of the carrier tube was measured to be 0.080'' which was within the specification of 0.080'' +/- 0.005. The inner diameter of the bypass tube at the distal end was measured and found to be 0.090" and which was within the specification of 0.091" +0.002/-0.001. All measurements were found to be within the manufacturer specification. No functional testing was performed since the dried collagen had expanded from the slit, the carrier tube assembly could not be placed into the sheath. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the cause of the reported event was an attempt to insert into the hemostasis sheath by holding the hub. Fast insertion without proper mating between the valve and bypass tube or off-axis forces during insertion may also lead to kinking of the carrier tube. However, the exact cause of the reported event cannot be determined based on the available information.